Event description:
The customer reported that spectrum pump serial number (B)(4) was experiencing "door not fully latched" alarms. There was no pt involvement. No further in formation was available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. At this time the investigation is not complete. A supplemental report will be submitted once the investigation has been completed.